Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "the patient presented complaining of pain and instability. It was found in surgery that the femur was not well fixed. No other information or returns are available from the hospital or surgeon." Spoke to rep, who provided primary and revision usage for the patient's left knee. Rep confirmed there were no allegations against the revised insert.